Event description:
A consumer reported receiving imprecise sequential readings within a 5 minute time frame on the precision xtra blood glucose monitor. The results when plotted on the parkes error grid fell into c/d zone, which is considered clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.